Manufacturer narrative:
The insulin pump passed the functional testing, including the currents test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked case at the display window corner and minor scratches on the display window. (B)(4).

Event description:
The customer's husband reported via telephone call that the insulin pump had alarmed for no delivery recurrently and declined troubleshooting. The blood glucose reading was 77 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.